Event description:
Customer reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin.